Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Vaginal infection [vaginal infection]. Odor vagina [vaginal odour]. (Odor), discomfort in vagina, (diarrhea, fatigue all over) [vulvovaginal discomfort]. (Odor, discomfort in vagina), diarrhea, (fatigue all over) [diarrhoea]. (Odor, discomfort in vagina, diarrhea), fatigue all over [fatigue]. Vaginal infection - tampon [medical device site infection]. (Odor), discomfort in vagina, (diarrhea, fatigue all over) - tampon [medical device site discomfort]. Odor vagina - tampon [medical device site odour]. Applying a tampon that was dispensed together in its plastic applicator upside down [device deployment issue]. Tampon in its plastic applicator upside down [device physical property issue]. Tampon dispensed upside down [complication of device insertion]. Lost tampon- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via e-mail that the tampon was inside the applicator upside down and that she could not find the string during removal. No serious injury reported.